Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately two months post-index procedure where physician observed a limb occlusion. The physician elected to re-intervene by placing four lifestream covered stents in the left limb and one stent at the proximal right limb to kiss at the ovation main body flow divider, successfully resolving the occlusion. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the device was found to be user related, due to the off-label aortic anatomy. The continued tobacco use and pre-existing outflow disease of the left lower extremity of the patient also likely contributed to the event. There were no procedure related harms identified. The patient was discharged home stable on the first post-operative day. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.